Manufacturer narrative:
(B)(4). The stent was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. Although requested, images relating to this event have not been received. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. As per instructions for use, restenosis of the stented artery is noted as a potential adverse event associated with the placement of this device. A review of the relevant manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. The complaint is confirmed based on customer testimony. The risk associated with this complaint has been assessed by quality engineering and determined to be low. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012, one zilver ptx stent was implanted in the right above-knee popliteal artery with cross-over approach. On (B)(6) 2014, restenosis at +/-5mm of the implanted zilver ptx stent was confirmed. Then, pta (poba) was performed and the patient recovered.